Manufacturer narrative:
Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens). It was reported that the patient had constant diarrhea. They also stated their lead wire came loose and the device was removed. No further patient complications were reported as a result of this event.